Event description:
A malfunction alarm was reported by the customer due to an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no malfunction code recurred afterward. The customer was advised to continue using the pump and to contact technical support if any future issues arise.